Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s touchscreen became unresponsive due to a cracked screen, confirmed by photos and video, and a replacement was arranged. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included continued use of the device despite reduced touch functionality, with guidance provided on shutdown procedure, data syncing to the mobile app, and use of cgm via the dexcom app or receiver. Investigation included a review of user-provided evidence and coordination for device exchange. Investigation of this device revealed damage to the display/touchscreen component resulting in impaired user interface interaction, consistent with mechanical damage to the enclosure or screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage rather than a device malfunction.